Manufacturer narrative:
The fsr replaced the yellow level sensor. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the yellow level sensor was not passing thin wall testing and was not alarming when intended. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the yellow level sensor to lab use only (luo) testing equipment. The level sensor passed all testing with no observed issues. It was determined that the yellow level sensor met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.